Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified lower sensor scan readings and it is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness, restlessness, trembling, cold sweats, confusion, seizure, and a loss of consciousness. The customer was able to self-treat with "something sweet--probably cola." There was no report of death or permanent injury associated with this event.